Event description:
According to the available information the patient reported that the prosthesis had stopped inflating, making it impossible to achieve an erection. Through a physical examination and CT scan, the doctor identified a possible pump malfunction, requiring surgical revision of the implant. The patient underwent a revision on (B)(6) 2025, when all components were replaced. The doctor identified no cause for the pump malfunction. No surgical or post-surgical complications were reported. The new implant is currently functional, and the patient is satisfied.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The information received indicated that the device had a possible malfunction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the patient reported that the prosthesis had stopped inflating, making it impossible to achieve an erection. Through a physical examination and CT scan, the doctor identified a possible pump malfunction, requiring surgical revision of the implant. The patient underwent a revision on (B)(6) 2025, when all components were replaced. The doctor identified no cause for the pump malfunction. No surgical or post-surgical complications were reported. The new implant is currently functional, and the patient is satisfied.